Event description:
A malfunction alarm occurred with the customer's pump, displaying the code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arose.